Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported adding insulin that had been refrigerated to the cartridge. Tandem technical support advised customer to allow refrigerated insulin to sit out till room temperature before filling the cartridge per the user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 120 mg/dl at time of event.